Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. System logs from the reported event date have been reviewed, which indicate multiple and repeated lesions were performed with periods of high impedance indicated. No periods of over-temperature were recorded or reproduced during the evaluation performed. Functional testing performed confirmed user defined target temperatures were successfully achieved during the application of rf energy. No faults, warnings or irregular heating periods were encountered during the evaluation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as intended during the evaluation period.

Event description:
Related manufacturer reference number: 2182269-2020-00078. During an l2-l5 ablation procedure the patient sustained third degree burns. The grounding pad had been placed on the posterior right thigh, on hairy skin that had not been prepared. During the procedure no alarms were experienced and the procedure was completed with no performance issues. Upon removal of the grounding pad the patient was noted to have a third degree burn that was treated with silvadene. The patient has remained in stable condition.